Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the atrial lead was oversensing with noise and sensing integrity counters (sic) observable on the electrogram during movement. Additionally, a review of the product performance data indicated a sudden and wide impedance variation. The parameters on the atrial lead were adjusted and the lead remains in use. It was further reported that the right ventricular (rv) lead showed noise and had a high sic since the follow up session last month. No adjustments were made to the rv lead and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.